Event description:
Report received of infection of itb pump which was implanted in 2003. The 2 previous pumps were removed due to pt infection, not battery depletion. After implant of the third pump, the pt appeared to develop a superficial infection at the back site which seemed to be responding well. Later pt presented with water-filled, blister-like lesions over the area of their pump. Pt reports that this is the same type of lesioning that occurred with the 2 previous pumps. Follow up with hcp in 2003 revealed pt is not progressing well. Hcp is planning to send pt to an allergist for the allergy kit testing. Pt is also being seen by a plastic surgeon. Cultures of wound in hospital were positive for klebsiella. Pt is on antibiotics and cultures now are negative including acidfast. The pump wound is stable and not getting worse but back is getting worse -angry superficial wounds. Pt does well with the intrathecal therapy. A supplemental medwatch report will be sent when additional info is recevied.